Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.